Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2; h3; h6. The following sections were corrected: d4; h4. Visual examination of the returned product identified the blade, weldment, and planer body components all assemble as intended. The blade locks in place and the weldment spins and compresses once assembled. The blade¿s cutting edge has nicks on it. The planer body and weldment components have scratches present. No other damage was noted. The provided pictures also show what appears to be part of the broken bone. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while using the calcar planar, a piece of the calcar bone broke. The surgeon thinks the blade was not sharp enough and tore the bone. As a result of the chipped calcar bone, a cerclage cable was added during surgery. Attempts have been made and no further information has been provided.